Event description:
It was reported that patient experienced a headache following a trial on (B)(6) 2023. Surgical intervention was undertaken on (B)(6) 2023 to remove lead which in turn resolved the headache.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.